Event description:
At the beginning of the procedure, just after mapping of the left atrium, the catheter could not be removed from the introducer. Eventually, both the introducer and catheter were removed together with damage noted to both devices.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was returned engaged in a non-abbott introducer. The electrodes were displaced and the pellethane tubing was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty, torn tubing, and displaced electrodes remains unknown.